Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of dry eye and decreased distance vision, observed at seven months post lasik treatment of the right eye. Upon additional follow up, the reporter indicated the patient was placed on artificial tears and gel eye drops. The patient is being monitored for resolution.